Event description:
It was reported that he insertion handle impactor broke during surgery, and part of it remained in the radiolucent insertion handle. Surgeon suggested to use the 15.5 drill for size 14 nails, since it only goes up to drill 15.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h6: photo investigation: the product was not returned to medtech orthopedics; however, photos were provided for review. The photo investigation revealed that ¿03.010.523, driving cap f/insertion handle¿ has broken. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the driving cap f/insertion handle would contribute to the complained device issue. Based on the investigation findings, driving cap f/insertion handle was broken because of component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a manufacturing record evaluation was performed for the finished device product code: 03.010.523, lot number: 5169p12. It was electronically reviewed and the following non-conformance has been observed: jbl-nr. Nr is related to cosmetic issue. No non-conformance's /manufacturing irregularities related to the malfunction were identified. The product was released on: 04 may 2023. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.